Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the insufflation channel nozzle clogged with a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture was unable to confirm the cleaning disinfection and sterilization (cds) processes by the customer. No physical damage on the location where the foreign material remained was confirmed. Based on the results of the investigation, we could not specify the cause of the foreign material remained from the information obtained. As a result, the presumed cause and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection method is described in gif-h185 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.